Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the drill shaft of drill bit with lot f-19385 is broken of just beneath the transition to the coupling shaft. The cutting lips show minor wear. The drill flutes are covered partially with bone residues. The condition of the received drill bit agrees with the event description and the complaint therefore is confirmed. The visual wear and damage on the drill bit with a delicate diameter of 1.1 mm and the existing bone residues in the drill flutes, coincide and provide evidence that at the time of surgery the device was subjected to mechanical overloading. A probable reason for the damage possibly was a metallic contact or blocked flutes because of bone material. For effective chip removal from the point, it is necessary to withdraw the entire drill from the hole at frequent intervals to avoid chip congestion. The complaint history research of lot f-19385 did not detect another complaint out of (B)(4) manufactured devices. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 03.130.202s. Lot: f-19385. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: (B)(6) 2016. Expiry date: 01.january 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a patient underwent an open reduction internal fixation surgery for intra-articular fracture on the left fourth and fifth metatarsal bones. The operation was performed with two drill bits and a screwdriver shaft in question. At the first drilling, one drill bit broke at its neck. At the fourth drilling for a second plate, another drill bit broke at its neck, too. After that, the surgeon drilled with c-wire which was stored in the hospital instead of the drill bits. When the surgeon inserted a second screw on the second plate, the tip of the screwdriver shaft broke. The surgeon removed the fragments and confirmed by postoperative x-rays that there were no broken parts left in the body. The surgery was delayed by less than 30 minutes. No further information is available. Concomitant device reported: unkown plates (part# unknown, lot# unknown, quantity 2), unknown c-wire (part# unknown, lot# unknown, quantity 1), unknown screws (part# unknown, lot# unknown, quantity 2) this report is for one (1) 2.7/3.5mm ti va-lcp ext medldhp 4h/lt/111mm-long-ster this is report 1 of 3 for (B)(4).